Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm that was performing the pm inserted a known good battery in slot 1, and the battery did charge. To resolve the issue, the fse replaced the batteries as a pair and observed the new batteries charging. Nothing unusual was shown in the logs. The fse then performed full functional and safety checks to meet factory specifications, and the iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer's cathlab personnel reported to a getinge field service engineer (fse) while he was performing a preventive maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp) that they had observed that the battery was not charging in recent times in the month of july while the iabp was in storage/standby mode. There was no patient involvement, and no adverse event was reported.